Manufacturer narrative:
The actual sample was not available for investigation, however, a photograph was provided for investigation. Their visual inspection observed that the cone of the return line male luer lock was broken resulting in a leak. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the blue luer lock of a broken return line on a prismaflex m100 set. Treatment was stopped and a new set was used. The amount of blood loss was not reported. It was not reported if the extracorporeal blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.